Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery with a prostyle device using 8fr sheath after thrombus retrieval intervention. The angle was kept 45-degree, and the plunger was pushed in and pulled out, however a cuff miss [suture retrieval issue] occurred. A guide wire was reinserted into and new prostyle was used instead to continue and the plunger was pushed in and out again in same way, there was no issue. Thus hemostasis was succeed with new prostyle with no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.